Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2158-50, serial #: (B)(4) description: linear lead with enhanced stylet, 50cm. Model #: sc-4316, lot #: 17646767 / 16942458, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing irritation with the stimulator. The patient underwent an explant procedure. No device malfunction was suspected.